Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on july 28, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient's mother contacted lifescan (lfs) to report experiencing a missing segments issue with her son's one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter started approximately on (B)(6) 2011. It is unknown what type of diabetes management he follows or if he made any changes to his treatment due to the alleged product issue. She claimed that on an unspecified day, prior to the start of the alleged issue, he developed a stomach ache. The mother denied that he received any form of medical treatment to address his symptom. During the initial call with lfs customer service, the patient's mother verified that there had been no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient's symptom does not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.